Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated section h6 codes. Additional device: serial# (B)(6) h6: FDA img code(s): g04105 h6: FDA result code(s): c21 h6: FDA conclusion code(s): d16 the ventricular assist device (vad) (B)(6) is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller exhibited an electrical fault alarm leading to a ventricular assist device (vad) stop. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the controller's pump connector. Supplemental testing revealed the controller's driveline port functioned as intended with no anomalies. Log file analysis revealed vad disconnect alarms, electrical fault alarms, and vad stopped alarms logged on (B)(6) 2019. A vad stopped alarm was logged at 04:53:35 due to open phases in both stators. At 04:53:43, an electrical fault alarm was logged due to the front not being connected. A vad disconnect alarm was logged at 04:53:56, likely due to a physical disconnection of the driveline from the controller, followed by a second electrical fault alarm at 04:54:09. At 04:55:04, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts, which was followed by more vad disconnect alarms. As a result, the reported event was confirmed. A possible root cause of the electrical fault alarms and vad disconnect/stopped alarms observed in the log files can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the last vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. Based on an extensive investigation conducted, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction b5: the event description was corrected to capture the device disposition of the ventricular assist device (vad). Correction h10: the manufacturer narrative was corrected to include the vad as an additional product that was associated to the event. Additional information was received regarding the recall number. Product event summary: the ventricular assist device (vad was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the controller's pump connector. Supplemental testing revealed the controller's driveline port functioned as intended with no anomalies. Log file analysis revealed vad disconnect alarms, electrical fault alarms, and vad stopped alarms logged on(B)(6) 2019. A vad stopped alarm was logged at 04:53:35 due to open phases in both stators. At 04:53:43, an electrical fault alarm was logged due to the front not being connected. A vad disconnect alarm was logged at 04:53:56, likely due to a physical disconnection of the driveline from the controller, followed by a second electrical fault alarm at 04:54:09. At 04:55:04, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts, which was followed by more vad disconnect alarms. As a result, the reported event was confirmed. A possible root cause of the electrical fault alarms and vad disconnect/stopped alarms observed in the log files can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the last vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-jan-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 30-jan-2019 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad remains in use.